Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17137. It was reported that patient experienced ineffective stimulation. Surgical intervention was undertaken wherein both percutaneous leads were explanted and replaced with a paddle lead. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.